Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute rx drug eluting stent during an operation which was prompted by coronary heart disease. The lcx target lesion displayed an angle of 90 degrees and exhibited severe calcification and 80% stenosis. No difficulties were noted when removing the protective sheath. The stent was inspected post sheath removal with no issues noted. No issues were noted during inspection prior to use. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was noted when advancing the device to the lesion but no excessive force was used. It was reported that the stent dislodged during advancement of the device and was deployed on the site that it dislodged. Physician used the balloon of the endeavour resolute device to deploy stent. The physician commented that the event was related to the patient's vessel condition. No patient injury reported as a result of the event. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.